Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was intermittent and under sensing. No intervention was done. Patient was stable.